Event description:
It was reported that an ilet pump was dropped, exposing internal components. While the screen continued to function, backup therapy was advised. A replacement pump and an additional charging pad were arranged. The user was instructed on shutting down the device and returning it with a provided label, as well as syncing data to the mobile app and restarting setup on the replacement. Symptoms included no reported change in blood glucose and no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued continuous glucose monitor cgm use via the dexcom app or receiver. Investigation included review of customer-provided images and user interview. Investigation of this case revealed physical damage to the pump housing and exposure of internal parts with unreliable insulin delivery and meal announcement functions. It was concluded, based on previously established findings for similar reports, that the device sustained damage due to an external drop, with product functioning compromised, and user education and replacement were provided.